Event description:
The pt experienced never having therapeutic effect. She visited her physician last week and was reprogrammed. However, when pt returned home she experienced no stimulation and pain in the right leg when walking. It was noted that she fell in (B)(6) 2009 and was unsure if this was communicated to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B)(4).